Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient's wife that the patient wore unit for 2 weeks. Patient wife called 911 & ambulance. Ended up in hospital. Went to the back surgeon. Try for 12 hrs. Saw the main doctor. Hasn't wore it for a week. She had to go get him an enema so patient could *poop*. Unit caused the patient severe constipation. No skin rash or irritation. All internal. 2 doctors told him he got the side effects. Called sunday. The last time it worked was friday and it only worked for 2hrs. He couldn't walk. Dr did not advise patient to return the unit. Advised to stop wearing the unit. Put them back at square one. Have to start all over again. Caused internal pain. Sending a return label. And emailing patient advocate. Made a deal w/ the doc no meds. Did the cat scan his insides were inflamed. He stated he can feel the pulses from the unit. He normally doesn't react to anything. Tried to put unit back on next day within 2 hours he was sick. Took it off w/in 1 hour he was fine. He does have metal in his body. Has metal rods. A return label for the spinal pak was sent to the patient. No new products were shipped to the patient.

Event description:
It was reported by the patient's wife that the patient wore unit for 2 weeks. Patient wife called 911 & ambulance. Ended up in hospital. Went to the back surgeon. Try for 12 hrs. Saw the main doctor. Hasn't wore it for a week. She had to go get him an enema so patient could *poop*. Unit caused the patient severe constipation. No skin rash or irritation. All internal. 2 doctors told him he got the side effects. Called sunday. The last time it worked was friday and it only worked for 2hrs. He couldn't walk. Dr did not advise patient to return the unit. Advised to stop wearing the unit. Put them back at square one. Have to start all over again. Caused internal pain. Sending a return label. And emailing patient advocate. Made a deal w/ the doc no meds. Did the cat scan his insides were inflamed. He stated he can feel the pulses from the unit. He normally doesn't react to anything. Tried to put unit back on next day within 2 hours he was sick. Took it off w/in 1 hour he was fine. He does have metal in his body. Has metal rods. A return label for the spinal pak was sent to the patient. No new products were shipped to the patient. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the spinalpak stimulator was received for evaluation. A visual inspection of the customer returned spinalpak stimulator was performed and indicated that the part was in good condition from visual perspective. The DHR was reviewed and showed no reported non-conformances and deviations. The failure was not confirmed for the reported condition of the "pain". The unit was tested using burn test and clock lifetime method. The investigation indicated that the unit was not at endpoint and all the specifications were within the limit. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (05) total complaints from (may 26, 2020) to (may 26, 2021) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.